Manufacturer narrative:
Radiographs were not received for review. The implant remains in-situ, and no further investigation can be completed at this time. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warning cautions and precautions "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra and neurological, vascular or visceral injury." "Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains in-situ.

Event description:
On (B)(6) 2015, a (B)(6) female patient received an implant posteriorly at l4 - s1 with no interbodies used. Approximately two months postoperatively, radiographs showed that the left s1 screw shank fractured halfway down the screw shank itself. Device remains in-situ. No revision surgery is scheduled at this time.